Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. As the lot number was not provided, a review of the lot history record could not be completed.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the suture broke and manual compression was used to achieve hemostasis. There was no adverse patient sequela reported. Though requested, no additional information was provided.